Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
This MDR is being submitted to make the following corrections from the MDR followup 1 document which was already submitted. The changes made are as follows: added a report source in the section g2. Also changed date received by manufacturer in section g3. In section h6 changed investigation conclusions(d) code from 4307 to 44. This MDR is being submitted to make the above changes.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/9/2024. The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the investigation and upon review it was noted that several abrupt power offs were found in the log, as reported by the end user. An abrupt power off can be seen on event lines 67 and 68 by the "log_event_on" code without an "log_event_off" code before it. A 20 ml infusion was ran on the pump instead of 100 ml due to the customer's library on the pump, using the current parameters of 20 ml at 0.8 ml per hour. The infusion was successfully completed and the pump was able to infuse completely without powering off. Functional testing did confirm the reported condition but was not duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.